Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion did not identify any product abnormality that could have contributed to the reported leakage, however the defect could not be checked as the set one way valve was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drug flolan (epoprostenol), which is not compatible with the polyethylene terephthalate glycol components of the prismaflex set, was reported to have been used during the event. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection site of the syringe pump during continuous renal replacement therapy with an oxiris set. The drug epoprostenol was used as an anticoagulant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.